Event description:
A trilogy 100 device was sent to the manufacturer for preventive maintenance. There was no device malfunction reported. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation of the device, the device failed testing. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.